Event description:
In 2008, the pt was implanted with two gore tag thoracic endoprosthesis for treatment of an underwent treatment or a thoracic aortic aneurysm. The pt tolerated the procedure. In 2009, the pt underwent a reintervention for a type I endoleak. A celiac bypass was performed and the pt was implanted with an additional gore tag thoracic endoprosthesis and two talent tm stent grafts. The endoleak resolved, the pt tolerated the procedure and is doing fine.

Manufacturer narrative:
A review of the manufacturing records for the device(s) has been conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.